Manufacturer narrative:
This follow-up report is being filed to correct information. Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity" and number 20 states, "persistent pain".

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to pain. It was further reported that radiographs revealed possible micromotion.